Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. It was reported that the battery compartment was damaged and there was moisture present in the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 8/29/2016 with the following findings: a review of the pump black box data shows evidence of a short battery life illustrated with an 11 count voltage drop leading to a ¿cs 128¿ call service alarm warning. During visual inspection of the pump, it was observed that there was moisture corrosion observed on the display lends inside the pump. A leak test was performed and failed due to a display lens leak. The display screen was fully functional. There was no physical damage observed to the pump. The returned battery cap was able to attach securely to the pump and maintain an electrical connection. During testing, the pump powered on normally with no alarms but the keypad was unresponsive. The ¿temperature¿ complaint was unable to be adequately investigated due to an unresponsive keypad. The pump¿s cover was removed and further moisture corrosion was found to the cgm module, the power printed circuit board (pcb) and to the keypad connector. (B)(4).